Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath blood leaked from the valve and air was visible in the sheath. Post ablation mapping was to be performed with a non-boston scientific catheter. The farawave catheter was removed from the faradrive and the non-bsci mapping catheter was inserted through the sheath. At this time blood was seen to be dripping from the valve and excess air was present in the device. No air was seen in the patient and the procedure was complete using the original device. The sheath is not expected to be returned as it was discarded by the facility.